Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer six failed to open. A field service engineer removed the drawer and observed that the ball bearing cage was damaged. The field service engineer replaced the right slide rail to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 5.1 several cubies were not detected on the bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.